Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 23mm in length, eccentric target lesion with a significant bend of <=45 degrees was located in the severely tortuous and moderately calcified left anterior descending artery with a vessel diameter of 3.0mm. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment but was unable to cross the lesion. However, when the device was removed, the tip of the stent itself was found deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.